Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the patient underwent a primary breast augmentation procedure with the suspect medical device. - the event date is (B)(6) 2017. - the patient age at the time of event is 26 years old. - the patient race is white, ethnicity not hispanic/latino. - it was the patient¿s left breast prosthesis that deflated. - the lot number of the suspect medical device is 6665842 and the serial number is (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the implantation date is (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: section is (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor smooth round moderate profile 350cc and suffered from a deflation on the unknown side. As a result, the patient will undergo removal and replacement with mentor silicone implants on (B)(6) 2022.